Event description:
The following was reported to davol by the pt. It has been alleged that on (B)(6) 1999, the pt was implanted with bard perfix plug. The pt reports "serious complications and pain" following implant of the perfix plug. Pt later stated, he was having swelling, groin pain, and fever that was worsened over the past few months, making it difficult for him to engage in his daily activities. Pt has no physician at present and is not being treated at this time.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt reports "serious complications and pain" following the 1999 implant of a perfix plug. Pt reports having no physician at present and is not being teated at this time. No specific device failure has been reported and medical records have not been provided. Additional info has been requested from the pt. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the mesh remains implanted. This MDR includes all pt, event and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.